Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient who was receiving lioresal at an unknown dose and concentration via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the patient had been experiencing a type of "random seizure" off and on where the patient "stops in her tracks, blanks/zones out", not conscious of the patient's mother, the patient may grunt at her mother, "ringing/rubbing patient's hands and patient's mouth moves" which would last for 20-30 seconds throughout the day. This began in (B)(6) 2016. It was also stated that there had been volume discrepancies at refills with this past month's refill on (B)(6) 2016, there was twice as much fluid aspirated (".9-1/2 a vial") as past refills. It was noted they went for the refill 3 days prior to the low reservoir alarm date. It was further stated that the pump had never worked properly with spasticity levels not being great all the time and the dosing would be adjusted for certain times of the day when spasticity was worse. They were not sure if the patient was getting too much or not enough intrathecal baclofen, but it was getting progressively worse. It was stated that the old pump worked better than the patient's current pump. The patient was noted to have an appointment with the neurologist next monday morning. The pump not working with increased spasticity was noted to have started in 2013, a couple months after implant. It was later reported that there was intermittently more volume removed upon refill than the pump reported. The hcp would like to schedule a dye study. The patient's mother did not report any seizures to the hcp or the hcp's office. The patient had seen the neurologist and the hcp had been monitoring the volumes removed. When the pump was examined on 2016-mar-03, it was noted the low reservoir alarm date was scheduled for (B)(6) 2016 with a low reservoir alarm volume of 1.0 ml. Additionally, the pump was dispensing 2000 mcg/ml lioresal at a daily dose of 342.9 mcg/day. When the pump was examined on 2016-may-05, it was noted that an empty reservoir alarm occurred and the next low reservoir alarm date was scheduled for (B)(6) 2016 with a low reservoir alarm volume of 1.0 ml. The concentration and daily dose were not changed. When the pump was examined on 2016-jul-05, it was noted that an empty reservoir alarm occurred and the next low reservoir alarm date was scheduled for (B)(6) 2016 with a low reservoir alarm volume of 1.0 ml. The concentration and daily dose were not changed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.